Event description:
It was reported by the customer that the bed allegedly folded up with a patient in it. The patient allegedly reported mental and physical pain. No additional information was provided.

Manufacturer narrative:
No additional information was provided by the customer in order to perform an evaluation. No information provided in order to perform evaluation.